Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was leaking from the port. This issue was further described as, ¿pembro tubing was leaking at one of the port sites and the ns from the primed tubing leaked¿. This was identified during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.